Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no image on the monitor. There were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/18/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection and the customer's allegation of no image was confirmed. During troubleshooting with olympus technical assistance center (tac), the technician indicated to the customer to press the input button, selected port a, input was set to video so arrowed down and selected serial digital interface 1 and the image came up which resolved the no image issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the malfunction occurred due to incorrect input settings. However, a root cause could not be determined. The event can be prevented by following the instructions for use: 10.1 troubleshooting guide. Malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Malfunction: no serial digital interface image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select ¿serial digital interface1¿ or ¿serial digital interface2.¿ olympus will continue to monitor field performance for this device.